Event description:
It was reported that while on vacation, the patient passed out. CPR was performed. The patient was brought to the hospital, was placed in ICU, intubated, and was posturing. Fluoroscopy revealed that the rv and atrial leads were dislodged. The physician suspected twiddler's syndrome, as the atrial lead was in the svc and the rv lead was in the atrium. It was later reported that life support was removed, and the patient expired.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/17/2010 the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button was not resolved with troubleshooting.